Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that unable to insert locking solution. After inserting the foley catheter into the patient in the operating room, the locking solution could not be introduced, so it was temporarily removed. When the locking solution was added outside, it went in, but since the added solution could not be withdrawn, a new catheter was used.